Manufacturer narrative:
Device had blank display due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has blank display. It was also mentioned that the customer was in a kiddie pool and when he got out, the screen was blank. Blood glucose level was 100 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.